Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a hematoma which developed in the patient's leg after implant of the leadless implantable pulse generator (ipg). The hematoma was resolved. No further patient complications have been reported as a result of this event.